Event description:
It was reported that a person using an ilet system experienced high blood glucose after announcing a dinner meal and subsequently announcing an additional dinner to deliver more insulin, with no observed cartridge leak, air in the tubing, or damp infusion set site. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included user-directed troubleshooting and education. Investigation of this case revealed no identified device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was indeterminate for device causality due to insufficient evidence for a device-related problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.